Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is (B)(6) 2019 (the event day is unknown). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported by the customer that during an unknown procedure, the tip of the harmonic instrument broke off in the patient. The broken piece was retrieved from the patient. It was not reported how the procedure was completed and patient consequence was not reported.